Event description:
The event is reported as: the customer alleges that tubing will not connect easily. The product collapses when trying to connect. The tubing will "blow off" the connector. New tubing was required. No patient injury or consequence.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product or a picture of the defect was not provide. The lot number was not provided, therefore, it is not possible to determine in which conditions this material was manufactured. The DHR (device history record) from current productions were reviewed and no issues were found that can lead to this customer complaint. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. The customer complaint cannot be confirmed based only on the information provided. However current production was verified to identify any issue that can lead to the reported defect and no issues were found the check list. Also material on hand from teleflex nuevo laredo warehouse was dimensionally inspected and no dimensional issues were found that can lead to this customer complaint. Additionally, regarding this issue all the personnel involved in the manufacturing of the component from the extrusion process were notified in order to keep them aware of this issue. If the device sample becomes available, this investigation will be updated with the evaluation results.